Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered a four bursts of anti-tachycardia pacing (atp) and two shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.